Manufacturer narrative:
One ampere¿ rf ablation generator was received for analysis. When ac power was applied to the generator, the screen failed to illuminate and no boot sequence was observed, confirming the reported event. Inspection of the power supply fuses confirmed both fuses were intact. Temporarily replaced the power supply board with a known good board assembly and power was reapplied to the system, upon which a normal boot sequence was observed, and normal function was restored to the unit. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was isolated to abnormal functionality of the power supply board assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During patient preparation for a procedure, it was noted that the ampere generator would not boot up. The procedure was then cancelled.